Manufacturer narrative:
H4: the lot was manufactured from february 24, 2021 - february 25, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The patient stated that the bottle emptied to roughly the same amount every day and never fully emptied. It was further stated that the infusions were not running through in the required 24 hours. The device was connected to a peripherally inserted central catheter (PICC) with an unknown extension line in between. The device was filled with 18000mg piperacillin/tazobactam in buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.